Manufacturer narrative:
The full name of the event site is: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp in diagnostics and observed no fatal errors in the fault log. The stm the performed battery run test and observed battery voltage in the pneumatics window and during testing the software reset window went back to the main warning menu. The stm replaced the software as a precaution. The first datasette software set also failed so the stm replaced with a second datasette. The iabp also failed the battery run test so the stm replaced the batteries. The iabp then passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump shutdown without an alarm. No patient injury, harm or adverse event was reported.